Manufacturer narrative:
Based on the claim against the product by the customer noting an issue controlling the usm arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed an intermittent issue and replaced the right mtm arm to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. The issue was resolved by rebooting the system. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, the surgeon experienced an issue controlling the usm arms due to an intermittent issue with the right mtm arm. Fse replaced the right mtm to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, information indicated that universal side manipulator (usm) arms 3 and 4 were deactivated or surgeon had no control of these arms. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed the occurrence of error code 25521 indicating a fault on the right master tool manipulator (mtm) arm and error code 26005 noting that the right mtm arm was disabled. Troubleshooting was performed through a system power cycle and this resolved the issue. Isi followed up with the clinical sales representative (csr) and obtained the following additional information: the system functionality was checked, it booted up without any errors. About 30 minutes into the procedure, the problem occurred. The problem was resolved after restarting the system. The procedure was completed successfully using all usm arms using the same system no known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The unit was analyzed, and the reported failure was unable to be reproduced, but could be confirmed via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: embedded serializer in master base (esmb) printed circuit assembly (pca), black and white flat flex cables, main wire harness, slip ring assembly, slip ring board, rjp pca, rjp mount, rjs pca, and rjs mount. There was no trouble found with the mtm.